Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found a leaking cell rinse tube at the rinse station. He replaced the tubing on the wash station, cleaned the waste drains, performed a general machine decontamination, and adjusted the reagents and samples. The customer performed qc that was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for patient samples and qc material from the cobas 8000 cobas c 701 module. One example was an initial result of 637 mg/dl, and a repeat result of 108 mg/dl. The repeat result was consistent with the previous results for the patient.